Event description:
It was reported that this right atrial (ra) lead exhibited intermittent undersensing that was measured less than the maximum sensitivity. Boston scientific technical services (ts) discussed options were limited but tried reprogramming fixed at 0.15 mv which seemed to be the best option. This lead remains in service. No adverse patient effects were reported.